Manufacturer narrative:
Product from this complaint was returned and evaluated. A dimensional inspection was completed which did not reveal any dimensional characteristics that would lead to the stated complaint. An engineering evaluation was also completed which evaluated alignment and segmentation which appeared to be appropriate. Our investigation could not determine a specific cause of the stated failure mode. It was noted that a 1.27mm saw blade was used during the procedure. A 1.35mm saw blade is recommended, although this could contribute to the possibility of the failure mode, our investigation is inconclusive.

Event description:
It was reported that the instrument did not function as intended thus extending surgery time 30-60 minutes.